Event description:
It was reported that during a knee arthroscopy acl, the screw biosure regenesorb broke after being screwed in twice. The fragmented pieces were retrieved from the patient. The procedure was completed with a smith and nephew back up device in the original drilled bone hole, using a drill and tap to prepare the insertion site. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: additional information on: b5 & h6 (impact code).

Event description:
It was reported that during an arthroscopy internal to patient, the screw biosure regenesorb broke after being screwed in twice. The procedure was completed with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The screw is fractured into multiple pieces. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.